Manufacturer narrative:
The customer's report of a leaking primary set was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted a small tear was observed in the silicone tubing just below the upper fitment retainer ring. No gouge/crush marks were observed on the upper fitment. Clear liquid was observed in the set¿s drip chamber and entire length of tubing. No other abnormalities were observed. Functional testing confirmed water dripping out of the location of the tear in the silicone segment tubing. The cause of the leak was due to a tear in the silicone tubing just below the upper fitment retainer ring. The root cause of the tear could not be determined.

Event description:
It was reported a leaking primary set. There was fluid squirting from the top of pump segment. It was confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics were not provided.

Event description:
It was reported a leaking primary set. There was fluid squirting from the top of pump segment. There was no harm to patient.